Manufacturer narrative:
Baxter technical support contacted the account three additional times trying to obtain the details and resolution for this event. No response has been received from the account. Based on this information, no further action is required. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer reported 'fire originated at or near a 'welch allyn branded otoscope''. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device has been requested to be returned for investigation into the reported incident. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer reported 'fire originated at or near a 'welch allyn branded otoscope''. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).